Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation no product was returned by the customer and the provided photo does not show the sample or confirm reported issues. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported, unknown bd tubing set, air throughout the tubing. No patient harm.